Event description:
Caller reported that alarm 01 occurred. There was no reported impact to the customer¿s blood glucose level. Customer was unable to load a new cartridge after instructions from technical support, as the alarm recurred. As a resolution, the pump was to be replaced by tandem technical support. The customer was informed and instructed to use multiple daily injections as a backup therapy, and arrangements were made for the return of the problematic pump and the shipment of a replacement.